Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device was not returned for analysis, it is possible that the devices were not completely tightened/connected resulting in the reported leak; however, this cannot be confirmed. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the copilot was connected to the pressure extension tube and guide catheter and a bubble was noted in the blood during withdrawal. After inspection, it was found that there may have been a leak in the clamp seal of the copilot. A new copilot was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.